Event description:
(B)(4).

Manufacturer narrative:
We asked the clinician to have their biomed to come into assess the problem. They verified that the cables are securely connected and that the cns pc is on and call us back if there are any further issues. No further info on this complaint. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.